Event description:
In 2009, at 1:00 pm, resident's oxygen saturation was 98%. Her oxygen bubble humidifier was changed by the evening nurse as is done routinely on evenings. At 7:15 pm, resident's oxygen saturation was 74-82%, her oxygen was increased from 3l/min. To 4l/min. Oxygen saturations were 74-75%. At 7:30 pm, her doctor was called, he came to see her, ordered new medications and lab work to be done the next day. At 9:30 pm, her oxygen saturation was 74%. At 11:15 pm, resident's oxygen saturation was 74-80%, no shortness of breath noted, no distress noted, resident awake much of night. On the same day, 4:20 am, nurse checked and noted no oxygen was flowing through oxygen tubing or through bubble humidifier. Bubble humidifier was removed from liquid tank, rinsed out and re-attached to oxygen tank. Oxygen was noted to be flowing through oxygen tubing. Resident's oxygen saturation was 98% at this time. At 7:00 am dr notified, no new orders. At 8:30 am, night nurse interviewed by phone, states she has previously worked with bubble humidifiers and if they are not screwed on right to oxygen tank, oxygen will not flow through tubing. States no warning sound or alarms were heard. Oxygen could be felt at end of oxygen tubing after humidifier re-attached.